Event description:
The patient called lifescan and alleged the one touch basic original meter was reading inaccurately low. The reading was 115 mg/dl compared to a lab result of 154 mg/dl, greater than 30 minutes apart. (Invalid comparison) the patient did not have symptoms of high or low blood glucose and no medical attention was sought. The customer care representative performed troubleshooting; the check strip test was not in range. Also during troubleshooting the meter prompted not ok and was not resolved. There is evidence the product malfunctioned. The meter and test strips were replaced and return is expected.